Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and discomfort at the ipg site. The patient believed that the ipg moved since the actual implant procedure. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.